Manufacturer narrative:
During service at the manufacturer, the service technician noted that the device had a heat symptom, attributable to the electrically damaged motor observed during the device inspection.

Event description:
It was reported that during service at the manufacturer, the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.